Event description:
The product was used during a sigmoidectomy procedure. Reportedly, the surgeon did not feel the instrument fired properly and difficulty was experienced removing the device from the application site. As the surgeon was unsure of the anastomosis, he resected the tissue at the application site and applied another device. The hospital has reported the pt's status as satisfactory.

Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.